Event description:
It was reported that on (B)(6) 2026, a 36mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure it was noted that occluder conformed into a cobra deformation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.